Event description:
It was reported the patient underwent a posterior bilateral lumbar fusion at l4-5, using a peek cage packed with local bone graft and rhbmp-2/acs. From (B)(6) 2010 through at least (B)(6) 2011, the patient followed up with surgeons as instructed. Despite initial improvement postoperatively, the patient began experiencing significant pain in her lower back radiating into her lower. Patient subsequently underwent a lumbar CT which showed excess bone growth.

Event description:
It was reported that on (B)(6) 2012, the patient underwent pelvic ultrasound. Impression: very prominent endometrium. Otherwise unremarkable.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2002 the patient underwent examination of lateral lumbar spine. Findings: the film shows needles directed toward the posterior elements of l2 and l3. On unknown date of 2010, the patient underwent back fusion. On (B)(6) 2011 the patient underwent CT scan of lumbosacral spine. Impression: patient is status post previous fusion procedure at l4-l5, anatomic alignment. Diffuse degenerative change. Mild bulging disk at l3-l4. On (B)(6) 2013 the patient presented with copd, mixed hyperlipidemia, chronic back pain, classic migraine, and anxiety. Assessment: chronic obstructive pulmonary disease, mixed hyperlipidemia, low back pain, classic migraine, anxiety. On (B)(6) 2013, (B)(6) 2014 the patient presented for follow up visit with chronic back pain and anxiety. Assessment: low back pain; anxiety, generalized; chronic obstructive pulmonary disease. On (B)(6) 2013 the patient presented for follow up visit with chronic back pain and anxiety. Assessment: low back pain; anxiety, generalized. On (B)(6) 2013 the patient presented for follow-up visit. Her problems include chronic back pain and anxiety. Assessment: mixed hyperlipidemia; low back pain; anxiety, generalized.

Manufacturer narrative:
Review of radiographic imaging found as follows: (B)(6) 2008 pa chest x-ray appears normal. Shoulders and thoracic spine are visualized but only peripherally and show no pathology. On (B)(6) 2009 lumbar x-ray series including ap, spot l5 and two obliques show mild ddd at l3/4, minimal facet arthritis right knee films show no pathology. On (B)(6) 2009 chest x-ray shows poor inspiratory effort otherwise a very slightly enlarged cardiac shadow with left ventricular hypertrophy. On (B)(6) 2009 chest x-ray shows slightly better inspiratory effort otherwise normalization of cardiac shadow enlargement. On (B)(6) 2009 chest x-ray shows likely pulmonary edema with whitening of the lower lung fields. Chest cta shows no spinal pathology. Echocardiogram provided but not interpreted. On (B)(6) 2010 lumbar CT shows facet hypertrophy in the lower lumbar segments from approximately l2/3 to l4/5. No mal-alignment is noted. Mild stenosis is seen at l4. No evidence of spinal surgery is noted at this stage. On (B)(6) 2010 lumbar MRI prominent disc herniation is now seen at l4 that causes stenosis at that level. There is also clear sclerosis of the endplates of the l4 disc consistent with degenerative arthritis of the disc. Axial views verify a central and left paracentral hnp at l4 that creates severe stenosis and nerve compression. On (B)(6) 2010 chest x-ray series shows no new findings. Pulmonary vasculature appears less pronounced in this film. On (B)(6) 2010 localization x-ray during fusion surgery at l4/5. Follow up x-ray lateral shows pedicle screws in place at l4 and l5 final follow up shows pedicle screws, plates and interbody spacer in place at l4/5. On (B)(6) 2010 lumbar x-ray series shows construct at l4/5 unchanged from films taken the day before. On (B)(6) 2010 again shows construct unchanged from previous films. 2 november 2010 lumbar x-ray series shows pedicle screws at l4/5 with interbody boomerang spacer in good overall position. Clips suggest previous ch olecystectomy. Brain CT no spinal or inter-cranial problems noted. On (B)(6) 2011 lumbar CT axial views appear to show heterotopic bone in the region of the tract through which the spacer was inserted through a left sided transverse approach. This could affect the exiting l4 root or less likely the transitioning l5 root on the left, however specific root compression could not be verified.

Event description:
It was reported that on (B)(6) 1992: the patient presented for CT scan of the pelvis. Impression: comples pelvic mass which probably represents an enlarged ovary with multiple cysts. Possible cervical mass. On (B)(6) 1995: the patient presented to the ER with a cold. X-ray of the chest found no abnormalities. On (B)(6) 1996: the patient presented with pain in the right side of the abdomen. Impression: acute cholecystitis; rule out cholelithiasis; acute pyelonephritia. On(B)(6) 1996: the patient presented for ultrasound of the gallbladder. Impression: no evidence of cholelithiasis. The patient also underwent a hepatobiliary scan which showed the patient was positive for cystic duct dysfunction or obstruction. Cholecystitis is suspected. The patient underwent an open cholecystectomy. No patient complications were noted. On (B)(6) 1996: the patient presented with pain in the neck and low back. Diagnosis: mva with neck and back pain. On (B)(6) 1997: the patient presented with a cough producing yellow sputum, fever and chills, and difficulty breathing. Assessment: upper respiratory tract infection. On (B)(6) 1997: the patient presented to the ER with chest pain. Diagnosis: second degree atrioventricular block with syncope. On (B)(6) 1997: the patient was admitted to the ER with complaints of chest pain and apparent syncopal episodes. The pain was located in the anterior chest. Final diagnoses: chest pain, syncope, andwenkebach phenomenon. On (B)(6) 1997: the patient presented to the ER with headache, fever, diffuse abdominal pain mostly in the right flank and inability to eat. She was assaulted by her ex -husband 3 weeks prior. Impression: blunt abdominal trauma. On (B)(6) 1998: the patient presented with easy bruisability and abdominal pain. Impression: mild erthrocytosis secondary to smoking; history of easy bruisability; chronic low back pain; history of bronchial asthma. On (B)(6) 1998: the patient presented with easy bruisability and abdominal pain. Assessment: intermittent erthrocytosis secondary to her heavy smoking; history of easy bruisability with normal pt and ptt and bleeding time, most probably mild platelet function from her medications. On (B)(6) 1998: the patient presented for MRI of the lumbosacral spine. Impression: very mild centrally herniated disc at l3-4 and at l4-5. On (B)(6) 1998: the patient presented to the ER with pain in back. Assessment: lumbar strain. On (B)(6) 1998: the patient presented to the ER with low back pain with occasional radiation down into her lower extremity. Assessment: chronic back pain. On (B)(6) 1998: the patient presented with injury to her left foot after a coffee table fell on it. X-ray of the foot did not show any dislocation or fracture. On (B)(6) 1998: the patient presented to the ER with cough, sore throat, and body aches. Impression: upper respiratory infection. On (B)(6) 1998: the patient presented to the ER with pain over the left wrist and right ankle. Assessment: musculoskeletal pain. X-rays found no abnormalities. On (B)(6) 1998: the patient presented with easy bruising and a past elevated white count. The patient states she has aches all over and is still bruising. Assessment: mild chronic leukocytosis possibly secondary to heavy smoking; history of easy bruisability; arthralgia. On (B)(6) 1999: the patient presented to the ER with swollen legs, feet, and hands, as well as cough and generalized body aches. Assessment: bronchitis, uri, lower backache. (B)(6) 1999: the patient presented to the ER following a motor vehicle accident. The patient had complaints of pain in her neck and back and also a headache. Assessment: status post motor vehicle accident with cervical lumbar strain along with left elbow contusion. On (B)(6) 1999: the patient underwent x-ray of the lumbar spine which showed mild spurring is seen in the lower lumbar region. Impression: degenerative change. On (B)(6) 1999: the patient presented to the ER with low back pain. X-rays of the lumbosacral spine is read negative by the radiologist. On (B)(6) 1999: the patient presented to the ER with a headache. On (B)(6) 1999: the patient presented to the ER with chest pain. Assessment: costochondritis. On (B)(6) 1999: the patient presented with chest pain and underwent a myocardial perfusion imaging procedure with cardiolite. Impression: no areas of reversible decreased perfusion are identified. However, the ejection fraction appears reduced. The patient also reported a cough, sore throat, and headache. Impression: upper respiratory infection. On (B)(6) 1999: the patient presented for a left heart catheterization, coronary angiography, and left ventriculography. On (B)(6) 2000: the patient presented to the ER with sacroiliac arthropathy and lumbar radiculopathy. The patient underwent a right si joint injection with local anesthetic and steroid under fluoroscopic guidance and right lumbar facet joint injections with local anesthetic and steroid under fluoroscopic guidance. No patient complications were reported. On (B)(6) 2000: the patient presented to ER with pain in both ears as well as in the lower back. Diagnoses: middle ear infection and chronic back pain. On (B)(6) 2001: the patient presented to the ER with abdominal pain. The patient underwent ultra sound and was negative for pregnancy and abnormalities. On (B)(6) 2001: the patient presented to the ER with low back pain and leg radiculopathy. X-ray of the lumbar spine showed mild spurring in the lower lumbar region. On (B)(6) 2001: the patient presented with the following preoperative diagnoses: chronic refractory low back pain; right sacroiliac joint dysfunction; right lumbar facet syndrome; refractory pains to conservative treatment. The patient underwent a right si joint injection with local epidural steroid under fluoroscopic guidance and a right lumbar facet joint injection with local epidural steroid under fluoroscopic guidance (facet injections at l2-3, l3-4, l4-5, l5-s1). No complications were noted. On (B)(6) 2001: the patient reported to the ER with low back pain, and right radiculopathy. MRI of the lumbar spine showed there was mild bulging disk at l3-4 and l4-5. On (B)(6) 2001: the patient presented to the ER with low back pain. The patient also reports pain in her legs to her knees. Diagnosis: low back pain with history of bulging disks at third to fourth lumbar vertebrae, fourth to fifth lumbar vertebrae, and fifth lumbar to first sacral vertebrae. On (B)(6) 2002: the patient presented for MRI of the lumbar spine. Summary: mild disc bulging and partial benign compression deformity of t11. No stenosis identified. On (B)(6) 2002: the patient presented with right arm, mid back, low back, right leg, and left leg pain. Diagnoses: lumbar radiculopathy; lumbago; lumbar degenerative disc disease; nerve root injury, lumbar; lumbar/strain syndrome; numbness and tingling; anxiety; depression. On (B)(6) 2002: the patient presented to the ER with angina. On (B)(6) 2002: the patient presented to the ER with angina/ abnormal cardiolyte. The patient underwent a left heart catheterization, coronary arteriogram, lv angiogram. On (B)(6) 2002: the patient presented to the ER with a rash all over her body. Assessment: allergic reaction to catheter dye. On (B)(6) 2002: the patient presented to the ER with numbness of the right side and chest pain. Impression: chest pain that seems to be muscular in origin, atypical pain, non-cardiac; right side numbness which most likely to be explained is as a result of maybe some sort of neuropathy versus anxiety and nervousness. X-ray of the chest found no abnormalities. On (B)(6) 2002: the patient presented to the ER with chest pains. The patient also reported left leg pain. The patient also reported pain in the right leg and back. Impression: chronic lumbar pain; status post catheterization. On (B)(6) 2002: the patient presented with back pain. Diagnosis: herniated nucleus pulposus without mylopathy; lumbar degenerative disk disease; lumbar strain/sprain syndrome; chronic nerve root injury syndrome. On (B)(6) 2002: the patient presented to the ER with abdominal pain. The patient underwent a esophagogastrojejunostomy and biopsies of stomach and gastroesophageal junction. Post operative diagnosis: diffuse gastritis. On (B)(6) 2002: the patient presented with low back and leg pain, right greater than left. She has degenerated disc as well as a small ruptured disc and annular tear at l4-5. Diagnoses: lumbar sprain/strain; lumbago l4-5; degenerative disc disease; nerve root injury. On (B)(6) 2002: the patient underwent a MRI of the lumbar spine, coronal and sagittal scouts, t2 and t1 sagittals and t2 and t1 axial images. Impression: images confirm posterior annular tear l4-5 with disc degeneration at l4-5 and a posterior disc protrusion rupture l4-5 subligamentous disc protrusion equals small disc rupture; moderate spinal stenosis at l4-5; small posterior protrusion at l3-4; images at l3-4 confirm posterior small disc protrusion centrally at l3-4. On (B)(6) -2002: the patient presented with low back pain and leg pain. On (B)(6) 2002: the patient presented with low back and right leg pain. She has failed physical therapy. Diagnosis: herniated nucleus pulposus of the lumbar spine; degenerative disc disease; muscle spasms, lumbar strain/sprain; lumbago; stenosis; nerve root injury. On (B)(6) 2002: the patient presented the following preoperative diagnoses: l4-5 disc rupture with stenosis; l3-4 bulge with lateral recess stenosis; degenerative disc disease; intractable numbness, weakness, muscle spasms, back pain, sciatica; chronic strain/sprain nerve root injury syndrome; tobacco abuse noncompliant syndrome. The patient underwent the following procedures: right l4 unilateral laminectomy and right unilateral l5 laminotomy with l4-5 discectomy; right l3 unilateral laminectomy and laminotomy, foraminotomy; epidural steroid placement at each level; microscopic dissection with high powered operating neurosurgical microscope. Specimen collected during the procedure had a diagnosis of: bone and cartilage, l4-5 intervertebral disc; mildly hypertrophic bone and fibrocartilage with degenerative changes, compatible with degenerative disc disease. On (B)(6) 2002: the patient presented with continuing low back and leg pain. On (B)(6) 2003: the patient presented to the ER with multi ecchymosis right thigh. On (B)(6) 2003: the patient presented to the ER with a diagnoses of lumbago. On (B)(6) 2003: the patient presented with bilateral lumbosacral and bilateral lower extremity pains. On (B)(6) 2003: the patient presented with unspecified injuries following a motor vehicle accident. It was noted the patient had open wound knee/leg/ankle, chest wall contusion, pain in the ribs on both sides, pain in the right hand and ankle. Diagnosis: closed head injury; concussion; acute cervical strain; chest wall contusion; bruisings and ecchymosis over the supraclavicular area; blunt trauma to the chest; hematoma of the right hand; sprain of the left ankle. X-rays of the right hand and wrist reveal intraarticular fracture at the base of the 2nd metacarpal. X-rays of the cervical and lumbar spine were negative. (B)(6) 2003: the patient presented with diagnoses of cervical and lumbar strain as well as back and shoulder pain. The patient also reported pain in her mid and low back and both legs. The patient underwent a total body bone scan. Impression: there are multiple areas of abnormal activity present. These are presumably post traumatic in origin or degenerative in nature. On (B)(6) 2004: the patient presented to the emergency room for neck and back pain following a fall down steps. The pain is in the lower back and lumbosacral area. Patient also reports pain in the back of the neck and lower back that goes down to the right elbow as well. Impression: cervical and lumbosacral strain. X-rays of the lumbar spine show there is mild disc disease at l3-4 and l4-5 levels. X-rays of the cervical spine show no evidence of fractures, dislocations or other pathological bone or joint changes. On (B)(6) 2004: the patient was brought to the emergency room due to a possible overdose. On (B)(6) 2004: the patient presented to the emergency room with complaints of lower back pain. The pain is exacerbated by moving. The patient reports the pain radiates to the legs bilaterally. X-ray of the lumbar spine showed there is spurring throughout the lumbar region. Impression: degenerative change. On (B)(6) 2005: the patient presented to the emergency room with a tooth ache. Assessment: gingivitis and possible gum abscess. On (B)(6) 2008: the patient presented to the emergency room with chest pain and tingling in the left arm. The patient has had 4 years of complaints of anterior substernal chest wall pain. The pain is reproducible by palpation and deep inhalation. Diagnosis: chest pain. X-ray of the chest found no abnormalities. On (B)(6) 2009: the patient underwent x-ray of the lumbar spine. Impression: small degenerative spurs arising from the anterolateral end plates of vertebral bodies l3, l4 and l5. X-ray of the right knee showed mildly sclerotic lesion involving the posterior aspect of the intracondylax portion of the distal femur that probably represents a small enchondroma that measures approximately 2 cm in diameter. On (B)(6) 2009: the patient presented due to being found unresponsive. Possible overdose. The patient was discharged against medical advice. On (B)(6) 2009: the patient presented to the emergency room with shortness of breath. The patient was diagnosed with bronchitis and an upper respiratory infection and brief hypokalemia on (B)(6) 2009: the patient presented with chest pain. The patient underwent left heart catheterization, left ventriculography, selective native right and left coronary angiography and an esophagogastroduodenoscopy. No complications were noted. On (B)(6) 2010: the patient presented for act of the lumbar spine, coronal and sagittal reconstruction. At l5-s1, diffuse disk bulge is noted as well as mild facet hypertrophy. At l4-5, abnormal soft tissue density is noted, suggestive of left paracentral large disk protrusion which displaces the thecal sac to the right. Moderate to large disc bulge is noted. There is also foraminal disk osteophyte complexes are noted with moderate bilateral foraminal stenosis. The right foraminal bulge contacts the exiting nerve root. On (B)(6) 2010: the patient presented with chronic back pain and left leg pain that radiates to the bottom of her foot, suggestive of an s1 radiculopathy. Assessment: low back pain, leg pain, suggestive of both l5 and s1 radiculopathy. On (B)(6) 2010: the patient presented for MRI of the lumbosacral spine. Impression: there is a large extruded disk with marked mass effect on the thecal sac at l4-5. On (B)(6) 2010: the patient presented with intractable back and leg pain. Lumbar degenerative disk disease, herniated nucleus pulposus with severe back and leg pain. On (B)(6) 2010: the patient presented for x-rays of the chest. Impression: normal chest. On (B)(6) 2010: the patient presented with a herniated lumbar nucleus pulposus with severe back and leg pain/radiculopathy. MRI study of the lumbar spine shows a left herniated nucleus pulposus, l4-5 with significant degenerative disk disease and significant stenosis. The patient underwent an l4-5 tlif (decompression with instrumented fusion and interbody graft). Per the op notes, following decortication of the inferior endplate of l4 and superior endplate of l5, a 10 mm peek interbody graft was packed with local bone graft and rhbmp-2/acs. A small portion of the rhbmp-2/acs sponge was morselized with the local bone graft and placed in the interbody space and tamped anteriorly. The peek cage was then placed again to ensure the neural elements were protected, and then tamped anteriorly. Once this was completed, the interbody space was packed with morselized bone graft without rhbmp-2/acs. No patient complications were noted. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine. Impression: interval posterior and interbody surgical fusion at l4-5, in normal anatomic alignment. On (B)(6) 2010: the patient was discharged home with no noted complications. On (B)(6) 2010: the patient presented for x-rays of the lumbar spine compared to study on (B)(6) 2010. Impression: stable posterior fusion with interpedicular screws and posterior rods at the l4-5 levels. There is also stable degenerative spurring from the anterior superior end-plates of vertebral bodies l3, l4 and l5. Diagnosis: lumbar ddd. On (B)(6) 2010: the patient presented for a CT of the head and brain. Impression: no acute intracranial abnormality. The patient also u nderwent xrays of the lumbar spine. Findings: mild spurring is seen throughout the lumbar region. Impression: degenerative change, no change from (B)(6) 2010. Diagnosis: neck pain. On (B)(6) 2011: the patient presented for CT of the lumbosacral spine that was compared to a previous CT taken on (B)(6) 2010. Patient has a history of low back pain. Impression: anatomic alignment; diffuse degenerative change; mild bulging disk at l3-4. On (B)(6) 2011: the patient presented with complaints of axial back pain. She also reported some leg pain that radiates down to her calf, suggestive of an s1 radiculopathy on the left. CT scan showed she has developed a solid interbody and posterior lateral arthrodesis at l4-5. On (B)(6) 2013: the patient presented with fatigue, chronic cough, dyspnea, heartburn. Arthralgia, back pain and myalgias, and decreased range of motion in the back. Assessment: chronic obstructive pulmonary disease; mixed hyperlipidemia; low back pain; classic migraine; anxiety. On (B)(6) 2013: the patient presented with low back pain and anxiety. Exam found arthralgias, back pain and myalgias. Assessment: low back pain; anxiety. On (B)(6) 2013: the patient presented with low back pain and anxiety. Exam found arthralgias, back pain and myalgias as well as decreased rom with back flexion. Assessment: low back pain; anxiety; chronic obstructive pulmonary disorder. On (B)(6) 2013: the patient presented with low back pain and anxiety. Exam found arthralgias, back pain and myalgias. Assessment: low back pain; anxiety.

Event description:
It was reported that on (B)(6) 2003, the patient presented for rh-bmp2/acs , cbc , venipuncture. On (B)(6) 2004: per op notes , the patient underwent infusion therapy , cmp and other laboratory tests.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2008 chest x-ray ap with cardiac leads in place appears normal. (B)(6) 2009 echocardiogram no comment. (B)(6) 2009 multiple lumbar films show good bone density without signs of disc space narrowing or facet arthritis. No pathology is noted with the exception of very early ventral osteophytes off of l3 and l4. (B)(6) 2009 ap and lateral x-rays of the right knee again show good bone stock, without arthritis, fracture, tumor or other clear pathology. (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010 multiple chest x-rays are obtained some with cardiac leads, some without. No cardiac enlargement, trauma, effusions are noted. Both lung hila appear prominent. No thoracic spinal pathology is evident. (B)(6) 2009 cardiac catheterization no comment chest cta shows not stenosis. Lung fields appear clear, cardiac size appears normal. Cardiac particulars are not commented upon. (B)(6) 2010 lumbar CT shows no significant sign of stenosis. Mild facet arthritis and degenerative disc changes are seen at l5, l4 and l3. (B)(6) 2010 lumbar MRI large left paracentral hnp is seen at l4 compressing the cauda equina. This is verified on both the sagittal and axial views. (B)(6) 2010 interoperative films during l4 fusion showing positioning of screws and lastly interbody spacer. No anterior retractors are seen suggesting this likely was a crescent interbody spacer. (B)(6) 2010 ap and lateral lumbar films show good position of all implants. Reason for surgery is not apparent from these films. (B)(6) 2010 three x-ray views lumbar show same fusion at l4/5 without interval change (B)(6) 2010 head/brain CT no comment (B)(6) 2010 ap lateral and l5 spot of lumbar spine showing previous l4/5 fusion surgery using open pedicle screw technique and crescent interbody device in midline. Position of implants is good. (B)(6) 2011 CT lumbar shows previous fusion at l4/5. There is evidence of some heterotopic bone forming within the foramen of the left l4 root. This is adjacent to the l5 superior endplate at the site the spacer was placed into the disc and underlies the exiting l4 root. It cannot be verified that it compresses or deflects that root but it does lie adjacent to it.

Event description:
It was reported that on (B)(6) 2001 the patient underwent MRI of lumbar spine without contrast. Impression: mild bulging disk at the l3-l4 and l4-l5. On unknown date of 2002 the patient underwent cervical discectomy. On (B)(6) 2003 the patient underwent complete bone scan. Impression: there are multiple areas of abnormal activity present. These are presumably post-traumatic in origin or degenerative in nature. On (B)(6) 2010 the patient presented with worsening back and left leg pain. CT scan reveals postoperative changes on the right at l4-l5 and herniated disk at the left at l4-l5. Assessment: low back pain, leg pain, suggestive of both l5 and s1 radiculopathy. On (B)(6) 2010 the patient presented for clinical visit. The patient underwent MRI of lumbar spine. On (B)(6) 2010, the patient underwent lumbar fusion. The patient presented with diagnoses of herniated lumbar nucleus pulposus with severe back and leg pain. The patient underwent l4-5 tlif decompression with instrumented fusion and interbody graft. The patient underwent an MRI of lumbar spine. Impression: lumbar l4-5 discectomy, decompression and instrumented fusion. The patient presented with preoperative diagnoses of l4-5 herniated nucleus pulposus with intractable back pain and intractable radiculopathy. As per op notes, the patient was taken to operating room and positioned in prone position. The thoracolumbar region was prepped and draped in usual sterile fashion. Thoracolumbar fascia was incised bilaterally with electrocautery and a sub periosteal dissection was used to dissect the paraspinal muscles from the spinous processes and lamina of l4-l5 bilaterally. Using anatomical landmarks, an awl and a steffee probe with nim monitoring bilateral l4 and bilateral l5 pedicles were sounded with the steffee probe. Next, they were placed with excellent bone purchase. All 4 screws were stimulated with nim monitoring to 20 milliamps with no stimulation noted. The transverseprocesses were decorticated. On the left, a facetectomy was performed and the decompression continued to skeletonize the l5 pedicle on the left, thus freeing and decompressing the transversing l5 and the existing l4 nerve root. This was continued with the rasp and curettes and the inferior endplate of l4 cartilage end plates were removed. This all was performed using nerve root retractor to protect the neural elements. A 10-mm trail sizer was used with a good fit. Next, a peek interbody graft was packed with local bone graft and infuse. Small portion of the infuse sponge was morselized with the local graft and placed in the interbody space and tamped anteriorly. The peek cage was then placed again to ensure that neural elements were protected. The cage was tamped anteriorly. Intraoperative x-ray revealed good position of screws and interbody graft. Once this was completed, the interbody space was packed with morsellized bone graft without infuse. This are was sealed with tisseel matrix. Sterile dressing was applied. On (B)(6) -2010 the patient presented for chronic pain management, complaining of pain radiating numbness, tingling. On (B)(6) 2010 the patient underwent CT spine lumbar w/o contrast. Impression: multilevel discogenic changes. On (B)(6) 2010 the patient presented for MRI results and complaining of muscle spasms. On (B)(6) 2010 the patient presented for clinical follow up with pain and muscle spasms. On (B)(6) 2010 the patient underwent chest pa and lateral. Impression: normal chest. On (B)(6) 2010 the patient underwent cross-table lateral lumbar spine. On (B)(6) 2010 the patient underwent lumbar spine ap and lateral views. Impression: interval posterior and interbody surgical fusion at l4-l5, in normal anatomic alignment. On (B)(6) 2010 the patient presented for clinical follow up complaining of numbness and pain. On (B)(6) 2010 the patient presented for review of x-rays. On (B)(6) 2010 the patient underwent head CT without contrast. Impression: no acute intracranial abnormality. The patient underwent x-ray of spine. Impression: degenerative change. On (B)(6) 2010 the patient presented with chronic pain. Assessment: protrusion l4-5, bulge l2-5, lumbar ra diculopathy, chronic pain syndrome, muscle spasms, anxiety. On (B)(6)2011 the patient presented with chronic pain. Assessment: protrusion l4-5, bulge l2-5, lumbar radiculopathy, chronic pain syndrome, muscle spasms, anxiety. On (B)(6) 2012 the patient presented for chronic pain management. Assessment: protrusion l4-5, bulge l2-5, lumbar radiculopathy, chronic pain syndrome, muscle spasms. On (B)(6) 2012 the patient presented for clinical follow up with chronic pain. Assessment: protrusion l4-5, bulge l2-5, lumbar radiculopathy, chronic pain syndrome, muscle spasms. On (B)(6) 2013 the patient presented with chronic pain. Medication: penicillin. On unknown date of 2002, the patient presented with a history of back pain, bilateral leg pain and numbness and underwent MRI of lumbar spine without contrast. Impression: t2 sagittal images confirm posterior annular tear l4-l5 with disc degeneration at l4-l5 and a posterior disc protrusion rupture l4-l5; straightening consistent with muscle spasm; axial images confirm moderate spinal stenosis at l4-l5. Secondary to disc protrusion arthropathy; small posterior protrusion also appreciated at l3-l4; assuming the lumbosacral junction represents l5-s1; axial images at l3-l4 confirm posterior small posterior disc protrusion centrally at l3-l4. On (B)(6) 2002 the patient presented with complaints of spine pain, right leg pain, numbness and weakness. She also reported muscle spasms, anxiety, insomnia, and trouble walking with the pain. The patient got admitted to the hospital. The patient presented with the following preoperative diagnoses: l4-5 disc rupture with moderate to stenosis; l3-4 bulge with some internal recess stenosis; lumbar degenerative disc disease; some chronic prominent lumbar nerve root injury syndrome and strain due to duration of symptoms since 1989; numbness, weakness, muscle spasm; sciatica; low back pain; tobacco abuse noncompliance syndrome; failure of conservative treatment. The patient underwent following procedures: right l4 unilateral laminectomy and right unilateral l5 laminotomy with l4-5 diskectomy; right l3 unilateral laminectomy and laminotomy, foraminotomy; epidural steroid placement at each level; microscopic dissection with high powered operating neurosurgical microscope. X-rays of the lumbar spine showed surgical instrument directed toward the superior end plate of l4. Another x ray of the lumbar spine showed needles directed toward the posterior elements of l2 and l3. Intraoperative findings were disc rupture, stenosis at l4-5 with bulge, lateral recess neural foraminal stenosis l3-4. There were no patient complications. The microscopic examination of fibrocartilage from l4-5 intervertebral disc showed degenerative changes compatible with degenerative disc disease and the bone was mildly hypertropic. On (B)(6) 2002 the patient got discharged.

Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, the patient presented and reported that a glass piece flew into his left eye. The patient complained of tearing and burning sensation. On (B)(6) 1992 the patient presented for genital cytology, specimen source cervical. On (B)(6) 1992 the patient underwent ultrasound of the female pelvis. Impression: nonspecific evaluation of the female pelvis by ultrasound. On (B)(6) 1992: the patient presented with abdominal pain and underwent CT scan of the abdomen and pelvis. Impression: complex pelvic mass which probably represents an enlarged ovary with multiple cysts; possible cervical mass. On (B)(6) 1993: the patient presented for an office visit. On (B)(6) 1993: the patient presented with swollen lymph nodes. The patient underwent bilateral mammograms. Impression: a small nodule seen near the 12 o clock position on the right breast; from the appearance of the nodule, a small lymph node is suspected. On (B)(6) 1994: the patient underwent x-rays of left wrist. On (B)(6) 1994: the patient presented for an office visit. The patient underwent lab tests. The patient also underwent the following x-rays: 1. Right and left orbits, which demonstrated negative right and left orbits. 2. Left elbow, which demonstrated negative left elbow. 3. Left forearm, which demonstrated negative left forearm. 4. Left wrist, which demonstrated negative left wrist. On (B)(6) 1995: the patient presented with cold. The patient underwent x-rays of the chest which demonstrated normal chest. On (B)(6) 1996: the patient presented with pain in right side of the abdomen and right upper quadrant and right flank. Examination revealed tenderness in the posterior renal area. Impression: acute cholecystitis; rule out cholelithiasis; acute pyelonephritis. The patient also underwent acute abdominal series. Impression: mild small bowel distention with fluid levels; this may be enteritis, but a partial small bowel obstruction or early obstruction is not totally excludable on radiographic grounds. On (B)(6) 1996: the patient underwent gallbladder ultrasound. Impression: nonspecific evaluation of the gallbladder by ultrasound; no evidence of cholelithiasis. The patient also underwent hepatobiliary scan. Impression: positive hepatobiliary scan for cystic duct dysfunction or obstruction, without gallstones on the accompanying sonogram; cholecystitis is suspected. The patient had the following preoperative diagnoses: abdominal pain; acute cholecystitis by pipida scan; sepsis; urinary tract infection. The patient underwent the following procedures: open cholecystectomy. On (B)(6) 1996: the patient underwent x-rays of the chest. Impression: normal chest. On (B)(6) 1996 the patient presented for pain in the neck and low back due to motor vehicle accident. The patient underwent the following examinations: cervical spine. Impression: negative cervical spine; thoracic spine. Impression: negative thoracic spine; lumbosacral spine. Impression: negative lumbosacral spine; ap pelvis. Impression: negative ap view of the pelvis. (B)(6) 1997 the patient presented to the ER with the complaints of chest pain substernal to epigastric pain. The patient had several episodes of syncope, nausea and vomiting. Diagnosis: severe degree atrioventricular block with syncope. On (B)(6) 1997 the patient underwent upper gi exam. Impression: negative upper gi series. (B)(6) 1997 the patient presented to the ER with the complaints of chest pain and apparent syncopal episodes. The pain was located in the anterior chest, mostly in the retrosternal region and is described as being a sharp character. The patient experienced tingling of arms and over the lips before the syncopal episodes. Diagnoses: chest pain; syncope; wenckebach phenomenon. On (B)(6) 1997 the patient presented with the complaint of cough productive of yellow sputum for 1 day, fever and chills for 1 day, difficulty in breathing for 1 day. (B)(6) 1997 the patient presented to the ER with the complaints of head ache, fever, diffuse abdominal pain mostly in the right flank, inability to eat. Per patient, her husband assaulted her on face, body, back and abdomen. She described her abdominal pain as in the suprapubic region with radiation to all quadrants. Impression: blunt abdominal trauma. She underwent an unknown study of abdomen. Impression: mild nonspecific prominence of colon gas. Prior cholecystectomy. No acute pathology evident. X-rays of the chest were normal. (B)(6) 1997 the patient underwent CT of the abdomen and pelvis which showed abnormal right kidney and possible contusion. (B)(6) 1997 the patient was afebrile and her pain was much decreased. She was discharged home. On (B)(6) 1998: the patient presented for evaluation of abdominal pain, and complained of easy bruise ability. The patient had fever, headache, dizziness, abdominal pain mostly in lower abdomen, heart burns, joint pains, back ache and leg pain and weakness. Assessment: mild erythrocytosis secondary to smoking; history of easy bruisability; chronic low back pain; history of bronchial asthma. On (B)(6) 1998: the patient presented with a history of easy bruisability and abdominal pain, and was seen for erythrocytosis. Assessment: 1. Intermittent erythrocytosis secondary to her heavy smoking, no evidence of erythrocytosis at this time. 2. History of easy bruisability with normal pt and ptt and bleeding time, most probably mild platelet function from her medication. On (B)(6) 1998: the patient underwent MRI scan of the lumbosacral spine. Impression: very mild centrally herniated disc at l3-l4 and at l4-l5. X-rays of the lumbar spine showed very mild degenerative change. On (B)(6) 1998: the patient presented with low back pain. Physical examination revealed mild tenderness over the lumbar spine. Assessment: lumbar strain. On (B)(6) 1998: the patient presented with low back pain and history of herniated discs at l4-l5. The patient also complained of the low back pain with occasional radiation down into the right lower extremity. Musculoskeletal examination revealed tenderness to palpation in the lower lumbar-sacral area. Assessment: chronic back pain. On (B)(6) 1998: the patient presented with the complaint of low back pain with occasional radiation down into her right lower extremity. There is tenderness to palpation in the lower lumbosacral area. Assessment: chronic back pain. The patient underwent pelvic ultrasound. Impression: nonspecific evaluation of the female pelvis by ultrasound. The patient also underwent abdominal ultrasound. Impression: nonspecific abdomen, status post cholecystectomy. On (B)(6) 1998: the patient presented with left foot injury as the coffee table fell on it. The patient had trouble walking. Physical examination revealed swelling of the distal ankle anteriorly as well as proximal foot, moderate ecchymosis, tenderness over the proximal foot anteriorly. The patient underwent x-rays of the left foot and left ankle which did not show any dislocation or fracture. Diagnosis: contusion-hematoma left ankle and foot. On (B)(6) 1998: the patient presented with right shoulder pain. Musculoskeletal examination revealed tenderness over the right shoulder bursa; pain on abduction, internal and external rotation; paravertebral tenderness up into the occipital region; tenderness over the left tmj area. Impression: 1. Leukocytosis. 2. Tmj dysfunction. 3. Ac separation of her right shoulder. 4. Restless leg syndrome. On (B)(6) 1998: the patient presented with cough, sore throat and body ache. Impression: upper respiratory infection. On (B)(6) 1998: the patient presented with pain in left wrist and right ankle, after a fall from the stairs. The patient also complained of pain over the right hip and right ankle. Physical examination revealed mild tenderness over left breast joint, slow movements in the left wrist secondary to pain, tenderness in right ankle over the lateral surface, mild tenderness over the spine. The patient underwent x-ray of the left wrist, right ankle and right foot which did not show any fracture or dislocation. On (B)(6) 1998: the patient presented with injured left wrist, right ankle and lower back, due to a fall. Musculoskeletal examination revealed positive slr on the right, pain on inversion and eversion of the right ankle with swelling of the medial and lateral aspect of the right ankle, paravertebral tenderness l1-l4/l5, tenderness over the left and right si joint, pain in the left wrist on flexion and extension, tenderness over the epicondylar area. Impression: 1. Leukocytosis. 2. Liver enzyme elevation. 3. Sprain/strain right ankle. 4. Sprain/strain left wrist. 5. Exacerbation of lumbar radiculitis. 6. Tmj dysfunction. 7. Hyperlipidemia. 8. Ac separation of right shoulder. On (B)(6) 1998: the patient presented with back pain, and complained of legs ache and leg weakness. The patient also complained of easy bruisability. The patient underwent lab tests. On (B)(6) 1998: the patient presented with leukocytosis. The patient was being seen for her leukocytosis and easy bruising. The patient also underwent lab tests. Assessments: 1. Mild chronic leukocytosis possibly secondary to heavy smoking. 2. History of easy bruisability. 3. Arthralgia. On (B)(6) 1998: the patient presented for follow-up, and complained of nausea. The patient underwent lab tests. On (B)(6) 1998: the patient presented for oncology follow up for elevated white count, so she had bruising and heavy periods. Von wi llebrand factor was done which came back as low. The patient also had ana rheumatoid factor which was negative. Assessment: 1. Mild leukocytosis, most probably secondary to her smoking. 2. Low von willebrand factor, questionable mild von willebrand disease. On (B)(6) 1998: the patient presented for follow-up and was seen for leukocytosis with easy bruisability. The patient also complained of weakness and tiredness. Assessment: the von willebrand performed was within normal limits, so mild leukocytosis most probably secondary to chemotherapy, bruisability syndrome. (B)(6) 1999 the patient presented with the complaint of cough, sinus congestion, generalized body aches, headache and generalized swelling of the body. Assessment: bronchitis; uri; lower back ache. On (B)(6) 1999: the patient presented with pain in back and legs and headache. The patient also underwent lab tests. (B)(6) 1999 the patient presented due to a motor vehicle accident and complained of headache, pain in neck and back, left knee and left arm. Neck was tender to palpation and lumbar tenderness to palpation. Pelvis was little tender on compression and lower extremities showed an abrasion over the left patellar area. X-rays were negative for fracture or dislocation. Assessment: status post motor vehicle accident with cervical lumbar strain along with left elbow contusion. (B)(6) 1999 the patient underwent x-rays of the cervical spine and it showed no evidence of fracture or misalignment. X-rays of the lumbar spine showed degenerative change. X-rays of the left elbow and pelvis were negative. (B)(6) 1999 the patient presented with the complaint of low back pain. Chest was clear with regular sinus rhythm. She was equivocally tender in the lumbosacral region bilaterally with no objective findings. X-ray of the lumbosacral spine was negative. Diagnosis: low back syndrome. (B)(6) 1999 the patient presented with the diagnosis of head ache. (B)(6) 1999 the patient presented with the complaint of parasternal chest pain. The pain was sharp and increased with palpation. There was tenderness to palpation in the left parasternal area which reproduced her chest pain. EKG showed normal sinus rhythm. No significant st-t wave changes. Assessment: costochondritis. (B)(6) 1999 the patient presented with the complaint of cough, sore throat, head ache. Impression: upper respiratory infection. The patient underwent myocardial perfusion imaging with cardiolite due to chest pain. Impression: no areas of reversible decreased perfusion are identified. The ejection fraction appears reduced at 31%. On (B)(6) 1999 the patient presented with chest pain. The patient underwent the following procedures: left heart catheterization, coronary angiography, left ventriculography. Post op, the patient complained of right leg pain. The patient was noted to have full pulses in her right leg. (B)(6) 2000 the patient presented with the pre op diagnoses of chronic low back pain; right si joint dysfunction; right lumbar facet syndrome. The patient underwent the following procedures: 1. Right si injection with local anesthetic and steroid under fluoroscopic guidance. 2. Right lumbar facet joint injection with local anesthetic and steroid under fluoroscopic guidance (facet injections at l2-3, l3-4, l4-5, and l5-s1). No complications were noted. (B)(6) 2000 the patient presented with the complaint of pain in ears and low back. Associated symptoms were head ache and chronic low back pain. (B)(6) 2001 the patient presented with abdominal pain right lower quadrant and underwent ultrasound of the pelvis. Impression: non sp ecific evaluation of the female pelvis by ultrasound. (B)(6) 2001 the patient presented with right leg radiculopathy, low back pain and underwent x-rays of the lumbar spine. Impression: mild degenerative change. (B)(6) 2001 the patient presented with the pre op diagnoses of chronic refractory low back pain; right sacro iliac joint dysfunction; right lumbar facet syndrome; refractory pains to conservative treatment. The patient underwent the following procedures: 1. Right si injection with local epidural steroid under fluoroscopic guidance. 2. Right lumbar facet joint injection with local epidural steroid under fluoroscopic guidance (facet injections at l2-3, l3-4, l4-5, and l5-s1). No complications were noted. On (B)(6) 2001 the patient presented for annual examination. The patient also underwent pap smear by the bethesda system following diagnosis was obtained: benign cellular changes associated with infection were present. (B)(6) 2001 the patient presented with right radiculopathy, low back pain and underwent MRI of the lumbar spine. Impression: mild bulging disk at the l3-4 and l4-5. On (B)(6)-2001 the patient underwent MRI of lumbar spine without contrast. Impression: mild bulging disk at the l3-l4 and l4-l5. On (B)(6) 2001, the patient presented for repeat wet mount. (B)(6) 2001 the patient presented with increased severe low back pain. She also had pain in the legs to the knees. There was mild tenderness to palpation over the lumbosacral joint. Diagnosis: low back pain with history of bulging discs at third to fourth lumbar vertebrae, fourth to fifth lumbar vertebrae and fifth lumbar to first sacral vertebrae. On unknown date of 2002 the patient underwent cervical discectomy. (B)(6) 2002 the patient presented with diagnosis of angina. The patient underwent dobutamine stress test. Impression: spirometry was normal except small airway dysfunction. Lung volumes were normal. Dlco was normal. (B)(6) 2002 the patient underwent x-rays of the chest which was negative. (B)(6) 2002 the patient presented with recurrent angina, apparent shortness of breath, and mitral valvular disease. The patient underwent left heart catheterization, coronary angiogram and lv angiogram. No complications were noted. The patient had positive cardiolite and had minimal plaquing seen. Relatively small caliber vessels. There is 2+mitral regurgitation. Normal right-sided pressures. (B)(6) 2002 the patient was admitted to the ER due to rash, itching all over. Assessment: allergic reaction. (B)(6) 2002 the patient was admitted to the ER due to numbness on the right side, tingling and chest pain. She described the pain as sharp and it's worsening while she takes a deep breath or coughs. EKG is normal sinus rhythm with rate of 53. Chest x-ray revealed no acute infiltration. Impression: chest pain that seems to be muscular in origin, atypical pain, non cardiac; right side numbness which most likely to be explained is as a result of may be some sort of neuropathy versus anxiety and nervousness. On (B)(6) 2002: the patient presented with back pain and right leg pain. The patient also complained of pain in the right groin area where she had the cardiac catheterization a week ago. Physical examination revealed tender lumbar area. Impression: chronic lumbar pain; status post cardiac catheterization, 1 week ago. The patient underwent electrocardiography which showed normal results. On (B)(6) 2002: the patient presented with abdominal pain. Physical examination revealed tenderness in abdomen. The patient had the following preoperative diagnosis: abdominal pain, epigastric pain. The patient underwent the following procedure: esophagogastrojejunostomy and biopsies of stomach and gastroesophageal junction. No known patient complications were reported. The patient had the following postoperative diagnosis: diffuse gastritis. On (B)(6) 2002, (B)(6) 2002: the patient presented with the following diagnosis: confirm hydrocodone and methadone. On (B)(6) 2003, (B)(6) 2003: the patient presented with the following diagnosis: multiple ecchymosis of right thigh. On (B)(6) 2003: the patient presented for an office visit with diagnosis of lumbago. On (B)(6) 2003: the patient presented with lumbago. The patient underwent lab tests. On (B)(6) 2003: the patient presented to the emergency department with injuries due to motor vehicle accident, and was admitted. The patient had a laceration of the knee which was repaired. The patient complained of pain in the ribs on both sides and pain in the right hand and right ankle. The patient had the following diagnoses: chest pain nos, contusion of chest wall. Physical examination revealed 3-4 cm laceration to the left anterior knee with pain on range of motion; tenderness present at the ankle on the right side; mild swelling present on the dorsum, on the lateral aspect and cervical spine area and lower back, lumbar area. The patient underwent lab tests and respiratory therapy. The patient underwent electrocardiography which was abnormal. The patient also underwent the following x-rays: 1. Right ankle, which revealed findings consistent with old trauma. 2. Thoracic spine, cervical spine, lumbar spine, which revealed degenerative change. 3. Chest, which showed normal chest. 4. Left ribs and right ribs, which revealed negative rib detail. 5. Left knee, which showed probable effusion. 6. Right wrist, which showed fracture of second metacarpal. Impression: closed head injury; concussion; acute cervical sprain; chest wall contusion; bruising and ecchymosis over the supraclavicular area; blunt trauma to the chest; hematoma of the right hand; sprain of the left ankle. On (B)(6) 2003: the patient was evaluated of fracture of the right hand. Physical examination revealed: tenderness of the cervical spine, chest and dorsolumbar paravertebral muscles; swollen right hand and wrist; tenderness over the 2nd, 3rd and 4th metacarpals and also over the base; painful range of motion of wrist; some contusions and abrasions in both lower extremities; swelling and ecchymosis in right ankle and tenderness over the deltoid. Impression: multiple injuries; cervical and lumbosacral strain; contusion in the chest; fracture at the base of the 2nd metacarpal; sprained right ankle. The patient was discharged. On (B)(6)-2003 the patient presented with cervical strain, shoulder pain and back pain. The patient underwent complete bone scan. Impression: there are multiple areas of abnormal activity present. These are presumably post-traumatic in origin or degenerative in nature. On (B)(6) 2004: the patient presented with neck and low back pain secondary to fall. The patient also had complaints of lumbar spasms and right elbow pain. The patient underwent x-rays of cervical spine and lumbosacral spine which demonstrated mild disk degenerative disease in lumbar spine and negative spinal spine. Impression: cervical strain; lumbosacral strain. On (B)(6) 2004: the patient presented for blood screening. On (B)(6) 2004: the patient presented with possible overdose, stating she took soma, lorcet and valium. The patient also complained of weakness, nasal drainage, shortness of breath, chest pain, vomiting, diarrhea, abdominal pain for 3 weeks, syncope, headache, depression and anxiety. The patient underwent electrocardiogram which revealed left atrial abnormality and indeterminate qrs axis. The patient was given activated charcoal. On (B)(6) 2004: the patient presented with severe lower back pain radiating down the bilateral legs. The pain was aggravated by moving. The patient also underwent x-rays of lumbar spine. Impression: degenerative change. On (B)(6) 2005: the patient presented with tooth ache. The patient complained of left sided lower jaw pain for the past 2 weeks. The pain was reported to have started since the tooth extraction, 2 weeks ago. The patient also complained of chronic back pain and pain in knees and ankles. Assessment: gingivitis; possible gum abscess. On (B)(6) 2008: the patient presented to the emergency department with chest pain. The pain was reported to be reproducible with palpation and deep inhalation. The pain was described as sharp. Associated symptoms also included shortness of breath. The patient also complained tingling in left arm. The patient underwent x-rays of the chest. Impression: normal chest. On (B)(6) 2009, the patient presented with the following diagnosis: arthropathy, not otherwise specified. The patient underwent x-rays of the lumbosacral spine due to leg arthritis, right knee and lumbar pain. Impression: small degenerative spurs arising from the anterolateral end-plates of vertebral bodies l3, l4 and l5. The patient also underwent x-rays of the complete right knee. Findings: there is mildly sclerotic lesion involving the posterior aspect of the intracondylar portion of the distal femur that probably represents a small enchondroma that measures approximately 2cm in diameter; no other osseous, articular or soft tissue abnormalities noted. On (B)(6) 2009, the patient presented to the emergency department with the following diagnosis: poison - medicinal agt nos. The patient underwent lab tests. Clinical impression: upper respiratory infection; overdose. The patient also underwent x-rays of the chest due to overdose. Impression: mg tube placed; no active cardiopulmonary pathology. Charcoal medication was prescribed. On (B)(6) 2009, the patient presented with shortness of breath, and underwent lab tests. The patient also underwent electrocardiogram exam which showed normal results. Clinical impression: bronchitis; upper respiratory infection. The patient underwent x-rays of the chest as well due to soa impression: no evidence of acute cardiopulmonary disease. On (B)(6) 2009 the patient was admitted with following diagnosis: chest pain not otherwise specified. Physical examination showed irregular heart rhythm. The patient underwent CT angiography of chest with contrast. Impression: no evidence of central pulmonary emboli. The patient also underwent echocardiography. Conclusion: 1. Technically difficult study with preserved left ventricular systolic function. 2. No major valvular abnormalities identified. The patient underwent the following procedures: 1. A 6-frech sheath, right femoral artery. 2. Left heart catheterization. 3. Left ventriculography. 4. Selective native right and left coronary angiography. 5. Right iliofemoral angiography and deployment of a mynx closure device. No complications were involved. On (B)(6) 2009 the patient presented with the following pre op diagnosis: gerd, chest pain. He underwent following procedures: 1. Du odenal biopsy. 2. Gastric biopsy. 3. Esophageal biopsy. Following post op diagnoses were obtained: mild duodenitis, mild gastritis, mild esophagitis. On (B)(6) 2009 the patient was discharged. On (B)(6) 2010 the patient presented with lumbago. The patient underwent CT scan of lumbar spine without contrast. Impression: multilevel discogenic changes. On (B)(6)-2010 physical examination showed decreased sensation in the left leg below the knee, posterior on her calf and anterior on the top of her foot. Faber negative. Straight leg raising negative. Rom lumbar spine is diminished in flexion, extension secondary to discomfort. Previous CT scan, dated (B)(6) 2010, revealed multilevel lumbar degenerative disk disease, l2-3, l3-4, l4-5, l5-s1. She had multilevel bulges, facet hypertrophy with neural foraminal encroachment. Her most significant level at l4-5 revealed postoperative changes, right hemilaminectomy, and a left paracentral disk protusion. On (B)(6) 2010 the patient presented with lumbago. Principal diagnosis: lumbosacral neuritis not otherwise specified. The patient also underwent MRI of lumbar spine with and without contrast. Impression: there is a large extruded disk with marked mass effect on the thecal sac at l4-l5 on (B)(6) 2010 the patient presented, status post l4-l5 discectomy, with worsening back and left leg pain for the past months. Physical examination showed faber negative. Straight leg raising negative. Rom lumbar spine is diminished in flexion and extension. On (B)(6) 2010 the patient called and requested for cardiac risk assessment. On (B)(6) 2010, posterolateral arthrodesis was completed using infuse and compression resistant matrix. Once the interbody graft and the posterolateral fusion were complete, hemostasis was assured, and attention was turned towards closure. The patient remained stable for the entire case. There were no known patient complications. On (B)(6)-2010 the patient underwent multiple cross-table lateral lumbar spine x-rays. It was reported that the patient was status post posterior fusion at the l4-l5 level, the hardware was intact. Alignment was anatomic. On (B)(6)-2010 the patient underwent lumbar spine ap and lateral views x-ray. Impression: interval posterior and interbody surgical fusion at l4-l5, in normal anatomic alignment. On (B)(6)2010 the patient underwent x-ray of lumbosacral spine. Impression: interval posterior and interbody surgical fusion at l4-l5 in normal anatomic alignment. On (B)(6) 2010 the patient was discharged on (B)(6) 2010 the patient presented with postoperative discomfort i.e. Lumbar paraspinal muscular spasms. On (B)(6) -2010 the patient presented for clinical follow up complaining of numbness and pain. On (B)(6) 2010 the patient presented with following admit diagnosis: disk dis nec/nos- lumbar, status post l4-5 transforaminal lumbar interbody fusion. The patient underwent x-ray of lumbosacral spine. Impression: stable posterior fusion with interpedicular screws and posterior rods at the l4-l5 levels. Stable degenerative spurring from the anterior superior end-plates of vertebral bodies l3, l4 and l5. On (B)(6)-2010 the patient presented for review of x-rays. On (B)(6) 2010 the patient presented with headache. On (B)(6)-2010 the patient presented with following admit diagnosis: cervicalgia. Principal diagnosis: lumbosacral spondylosis. On (B)(6) 2010 the patient presented with the following diagnosis: long-term use medications nec. On (B)(6) 2011 the patient presented with lumbago. On (B)(6) 2011 the patient presented for follow up due to pain in lower back which is described as constant throbbing. Status post l4-5 transforaminal lumbar interbody fusion. The patient reported leg pain that was radiating down to her calf suggestive of an s1 radiculopathy on the left. Physical examination revealed that gait was antalgic and range of motion of lumbar spine diminished secondary to discomfort. A CT scan of her lumbar spine was reviewed. Impression: the patient had developed a solid interbody and posterior lateral arthrodesis at l4-5. On (B)(6)-2013 the patient presented with chronic pain. Medication: penicillin. The patient also had the following diagnosis: long-term use medications nec.

Event description:
It was reported that on (B)(6) 2002, patient underwent radiologic study of lumbar spine without contrast. Impression: t2 sagittal images confirm posterior annular tear l4-5 with disc degeneration at l4-5 and a posterior disc protrusion rupture l4-5; straightening consistent with muscle spasms; axial images confirm moderate spinal stenosis at l4-5. Secondary to disc protrusion facet arthropathy; small posterior protrusion also appreciated at l3-4; assuming the lumbosacral junction represents l5-s1; axial images at l3-4 confirm posterior small posterior disc protrusion centrally at l3-4. On (B)(6) 2002, patient was admitted due to spine pain, right leg pain, numbness and weakness. MRI showed l4-5 stenosis and a disc rupture, and protrusion at l3-4. Patient underwent following procedure: right l4 unilateral laminectomy, right l5 unilateral laminotomy, discectomy, right l3 unilateral laminectomy, laminotomy with epidural steroid placement and microscopic dissection; for pre-op diagnosis of: l4-5 disc rupture with moderate to severe stenosis; l3-4 bulge with some lateral recess stenosis; lumbar degenerative disc disease; some chronic prominent lumbar nerve root injury syndrome and strain due to duration of symptoms since 1989; numbness, weakness, muscle spasm; sciatica; low back pain; tobacco abuse noncompliance syndrome; failure of conservative treatment. No complications were reported.

Manufacturer narrative:
Image review (B)(6) 2008 chest x-ray pa and lateral views are normal. Cardiac, pulmonary and bony shadows are normal. Spine is not well visualized. Lateral shows mild anterior osteophytes at about t8 region with some increased lordosis above t6 (B)(6) 2009 lumbar series multiple films show narrowing at l4 with some facet disease at this level. Anterior osteophytes are seen at l3. No instability is seen. Lordosis is intact. Bone density appears normal. Right knee x-rays three views of right knee are reviewed. Alignment appears intact, q angle is normal. No joint space arthritis. Bone quality appears good. No tumors or bone lesions are seen. (B)(6) 2009 chest x-ray pa and lateral views are normal. Cardiac, pulmonary and bony shadows are normal. Spine is not well visualized. Lateral shows mild anterior osteophytes at about t8 (B)(6) 2009 chest x-ray pa and lateral views are normal. Cardiac, pulmonary and bony shadows are normal. Spine is not well visualized. Lateral shows mild anterior osteophytes at about t8 (B)(6) 2009 chest x-ray pa and lateral views are normal. Cardiac, pulmonary and bony shadows are normal. Spine is not well visualized. Lateral shows mild anterior osteophytes at about t8 region cardiac us no spinal anatomy imaged cardiac catheterization no spinal anatomy imaged vascular cta no spinal anatomy imaged (B)(6) 2010 lumbar CT facet arthropathy can be seen at most levels although not particularly severe. No stenosis is seen at any level. Slight narrowing is appreciated at l4. Small laminotomy could have been performed on the right at l4. Canal contents are not well visualized regarding presence of the large hnp seen on the june MRI but there appears to be compression of dural contents on the left at l4. Sagittal reconstructions show air within the l4 disc suggesting previous evacuation of disc material. (B)(6) 2010 lumbar MRI sagittal stir images show desiccation of l3 and l4 with large hnp at l4. Conus sits behind l1. Lordosis is maintained. Axial t2 images show previous laminotomy at l4 on the right. Current hnp is large and on the left, displacing both the l5 root and the dural sac creating significant stenosis. (B)(6) 2010 chest x-rays pa and lateral views are normal. Cardiac, pulmonary and bony shadows are normal. Spine is not well visualized. Lateral shows mild anterior osteophytes at about t8 region with some increased lordosis above t6 (B)(6) 2010 lumbar x-ray initial lateral shows probe at l5 disc level; next lateral shows pedicle screws in l4 and l5; final lateral with accompanying ap shows final construct at l4/5 with interbody spacer and rods spanning l4/5. Rods are rounded suggesting open procedure. Both views verify normal trajectory of screws and rods within the pedicles. Ap shows clips in region of gallbladder suggesting previous cholecystectomy. (B)(6) 2010 postoperative lumbar x-rays ap and lateral show final construct at l4/5 with interbody spacer and rods spanning l4/5. Rods are rounded suggesting open procedure. Both views verify normal trajectory of screws and rods within the pedicles. Ap shows clips in region of gallbladder suggesting previous cholecystectomy. (B)(6) 2010 lumbar series ap, oblique and lateral show final construct at l4/5 with interbody spacer and rods spanning l4/5. Rods are rounded suggesting open procedure. Both views verify normal trajectory of screws and rods within the pedicles. Ap shows clips in region of gallbladder suggesting previous cholecystectomy. (B)(6) 2010 head CT no gross intra-cranial pathology. No spinal anatomy imaged except a normal c1/2 articulation. (B)(6) 2011 lumbar CT axial views show some heterotopic bone growing off the left paracentral aspect of l5 in the region of previous capstone insertion. Posterolateral graft has been placed. Rods and screws are well positioned. Crescent spacer is well positioned. Minor subsidence has occurred since original postoperative films. Fusion cannot be verified yet, but it appears to be developing.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6)-2010: the patient presented with a herniated lumbar nucleus pulposus with severe back and leg pain/r adiculopathy. MRI study of the lumbar spine shows a left herniated nucleus pulposus, l4-5 with significant degenerative disk disease and significant stenosis. The patient underwent an l4-5 tlif (decompression with instrumented fusion and interbody graft). Per the op notes, following decortication of the inferior endplate of l4 and superior endplate of l5, a 10 mm peek interbody graft was packed with local bone graft and rhbmp-2/acs. A small portion of the rhbmp-2/acs sponge was morselized with the local bone graft and placed in the interbody space and tamped anteriorly. The peek cage was then placed again to ensure the neural elements were protected, and then tamped anteriorly. Once this was completed, the interbody space was packed with morselized bone graft without rhbmp-2/acs. No patient complications were noted. On (B)(6)-2010: the patient presented for x-rays of the lumbar spine. Impression: interval posterior and interbody surgical fusion at l4-5, in normal anatomic alignment. On (B)(6)-2010: the patient was discharged home with no noted complications. On (B)(6)-2010: the patient presented for x-rays of the lumbar spine compared to study on (B)(6)-2010. Impression: stable posterior fusion with interpedicular screws and posterior rods at the l4-5 levels. There is also stable degenerative spurring from the anterior superior end-plates of vertebral bodies l3, l4 and l5. Diagnosis: lumbar ddd. On (B)(6)-2010: the patient presented for a CT of the head and brain. Impression: no acute intracranial abnormality. The patient also underwent xrays of the lumbar spine. Findings: mild spurring is seen throughout the lumbar region. Impression: degenerative change, no change from (B)(6)-2010. Diagnosis: neck pain. On (B)(6)-2011: the patient presented for CT of the lumbosacral spine that was compared to a previous CT taken on (B)(6)-2010. Patient has a history of low back pain. Impression: anatomic alignment; diffuse degenerative change; mild bulging disk at l3-4. On (B)(6)-2011: the patient presented with complaints of axial back pain. She also reported some leg pain that radiates down to her calf, suggestive of an s1 radiculopathy on the left. CT scan showed she has developed a solid interbody and posterior lateral arthrodesis at l4-5.